Event description:
It was reported that a balloon had cracks and leak occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A stingray lp catheter was selected for use. During the procedure, the balloon had cracks and the end was leaking water. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.